Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was reportedly moisture and corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2015 with the following findings: a visual inspection of the pump showed that the battery compartment. The pump casing was cracked in the upper and lower right hand corners of the display. There was evidence of moisture in the battery compartment. The pump failed a leak test due to the cracked battery compartment. There were no audible tones during testing. The pump cover was opened and further moisture was found in the pump and on the piezo. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.